Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection following implant surgery. The recipient was reportedly hospitalized, for one night, and treated with intravenous (IV) antibiotics (type unknown). The recipient has healed.

Manufacturer narrative:
Additional information section: a.2, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.